Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies in both high and low directions on (B)(6) 2013. The patient's mother reported that the patient had inserted the sensor in the arm. This device is not indicated for insertion in the arm.at the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.the device is not indicated for use in pediatric patients.